Event description:
During a routine cataract extraction procedure the surgeon reportedly experienced a corneal burn in the operative eye. The patient required a single suture to close the incision. The surgeon requested that the machine be checked before it is used again.